Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure when firing in the splenic artery, upon release of the staple device, there was an immediate gush of blood, the proximal staple line is intact. There were unfired staples in the field. The doctor gained control of the bleeding. The procedure was converted from laparoscopic to open.